Event description:
It was reported that the patient's pump continued to alarm every few minutes. The caller was instructed to remove the cassette, but the cassette was locked so no additional troubleshooting was done. The caller was then instructed to turn the pump off and call the clinic. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.